Manufacturer narrative:
The consumer reported that the patients tooth type was unknown, the consumer also reported that the time of loss in relation to implantation was up to 1 year after prosthetic restoration, the consumer also reported that primary stability was achieved and osseointegration was also achieved. The consumer reported concerns with the patient being asympomatic & having inadequate bone quality/ bone quantity.

Event description:
The consumer reported that the patients tooth type was unknown, the consumer also reported that the time of loss in relation to implantation was up to 1 year after prosthetic restoration, the consumer also reported that primary stability was achieved and osseointegration was also achieved. The consumer reported concerns with the patient being asympomatic & having inadequate bone quality/ bone quantity.